Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer¿s international service technician could not confirm an abnormality in the pressure accuracy and flow accuracy. At the customer's request, the repair was cancelled. The device has been returned. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the leak tests (pvt test 2) have failed to be executed. There was no patient involvement.